Event description:
It was reported that insulin gauge on pump displayed amount different than expected, with pump showing 40 units while caller expected about 250 units, and gauge continued to change as insulin was delivered. There was no reported impact to the customer¿s blood glucose level. Caller had not completed cartridge air removal steps, so technical support provided education on proper cartridge preparation, caller declined to load new cartridge, chose to continue using current cartridge, and agreed to follow up if needed.